Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not turn on, it was stuck at 00:00. Review of the log files confirmed the error: fatal: failed to initialize all grabber cards and reveals structural soldering issues on the soldering bumps of the f-chip. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the malfunction of the frame grabber card inside the pc that controls the large monitor in the examination room. Fse resolved the issue with the introduction of the g-chip. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not turn on, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.